Manufacturer narrative:
The device was retuned for evalaution and the evalaution found the bending section cover had foriegn objects. The nozzle, lightguide (lg) lens, scope cover, connecting tube and distal end had forign objects as well. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer thinks the foreign material is histoacrylic. There was no delay to pre-cleaning. The insertion section was wiped. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had foreign material (histoacryl) adhering to the rubber tip and could not be removed. The issue was found during an unspecified procedure. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be conclusively identified but may be "histoacryl" per the customer and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.